Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that approximately one day post implant of right ventricular (rv) lead, high threshold was noted and the lead was re -positioned. Follow up check performed approximately one day following rv lead re-position, and threshold noted as slightly higher than implant, but acceptable. Approximately, one week post rv lead implant, follow up check revealed high thresholds, no capture and lead revision scheduled. During the rv lead revision procedure, lead was re-positioned, and tested through the device and measurements were higher than when tested via analyzer. Physician decision to explant and replace rv lead with a different lead. New lead tested through the device and measurements were consistently at acceptable range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.